Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The complainant reported, a patient undergoing high-risk percutaneous coronary intervention implanted with an impella cp device for mechanical circulatory support (mcs) experienced arrhythmic events requiring intervention; however, the patient would subsequently expired. The patient was admitted with complaint of shortness of breath for one week and went into pulseless electrical activity. Left heart catheterization revealed tricuspid valve disease. The patient was a surgical turndown and was planned for hrpci. The impella cp device was implanted ahead of the pci that included drug-eluting stents to the left main, left anterior descending, diagonal and circumflex arteries. During the procedure, the patient experienced low blood pressure. Levophed and milrinone were started with the decision to leave the impella cp implanted. The patient was sent to the unit on impella mcs. Overnight, the patient went into ventricular tachycardia and was cardioverted to normal sinus rhythm. The impella cp device performance level was decreased to p-3 with plans to explant. The patient's native cardiac output was gradually improving, and the patient was weaning towards explant of impella cp device; however, the patient was noted to be in atrial fibrillation with rapid ventricular response. A bolus of amiodarone was given, and drip started. Additionally, the patient was noted to have a moderate sized nosebleed and was given afrin. An otolaryngologist was consulted. Earlier the next morning, the patient went into ventricular tachycardia, cardioverted three times and started on a lidocaine drip. The patient was sedated with propofol and intubated, which appeared to break the ventricular tachycardia. However, shortly later in this morning, the patient went back into ventricular tachycardia and pulseless electrical activity. Cardiopulmonary resuscitation was performed for 30 minutes. The patient received multiple shocks, multiple doses of epinephrine and started on epinephrine drip and given multiple doses of amiodarone and lidocaine. The patient's hemoglobin had dropped to 8.5 from 10.2 status post nosebleed. With development of incessant ventricular arrhythmias despite extensive efforts at resuscitation, it could not be controlled and ultimately the patient expired in the midst of prolonged advanced cardiopulmonary life support attempt.

Manufacturer narrative:
B1 updated to reflect both adverse event and product problem based on the additional information received from the clinical site. B5 updated with additional information received from the clinical site. H6 additional failure mode added based on the additional information received from the clinical site. The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. G2 report source; study was missing from manufacturer device report 1220648-2025-30245.

Event description:
Additional information received from long-term outcome and quality indicator (loqi) impella registry that following impella assisted percutaneous coronary intervention (pci) procedure the transthoracic echocardiogram (tte) showed impella was too deep. Impella was repositioned. Hemodynamics immediately improved and impella was turned to p3.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the root cause of positioning issue and vt/vf/at/af was unable to be determined as limited clinical details were provided and no product was returned for review.